Manufacturer narrative:
Based on the complaint report, the patient was reported as having a bmi of 51. The IFU warns not to use if the patient has marked obesity (bmi >40 kg/m2). A manta device was deployed for closure, and pulsatile flow was present at the access site. A second lock advancement was unsuccessful in obtaining hemostasis. Manual pressure was applied, and a post-closure angiogram showed an occlusion at the access site. A balloon was inflated and a covered stent was placed to remediate the occlusion. The root cause of the bleeding and vessel occlusion is inconclusive due to the lack of imaging and information provided. However, it could possibly be due to the anchor adhering to either the distal wall or plaque due to the device being deployed at an improper angle and not the intended 45 degrees as noted in the IFU. There is also the possibility that collagen was pushed entirely or partially into the vessel during lock advancement, thereby causing an occlusion of the vessel. Based upon previous similar incidents, another contributing factor to vessel stenosis could be from a dissection. Dissections are a common large bore procedure complication, and it cannot be easily concluded if a dissection is caused by the manta or during the procedure. A dissection present at the access site may cause the manta anchor not to catch the artery walls as designed, creating a non-optimal seal which clinically presents as extravasation. The IFU precautions: "in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis." The risk of access site complications leading to bleeding possibly requiring surgical repair and/or endovascular intervention are identified in the IFU as adverse events related to the vascular closure device. Risk documentation has been reviewed and this is a known risk of the device. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there has been no product quality issues with respect to manufacturing, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a contributing factor in this event. The manta vascular closure device instructions for use warns: do not use if the patient has marked obesity or cachexia (bmi >40 kg/m2 or <20 kg/m2). The patient was described as obese with a bmi of 51, which is >40 kg/m2. Instructions for use also provides the following precaution: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Adverse events listed in the manta' instructions for use includes: access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient is a (B)(6)-year-old female weighing (B)(6) lb. With a body mass index (bmi) of 51. The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. Femoral access was achieved on the right side using ultrasound guidance followed by sequential dilation. The patient's artery size was measured as 6.9 x 7.9 mm with minor calcification and no tortuosity. The manta deployment depth was measured at 5.0 cm + 1.0 cm and verified by two additional measures. The procedure sheath used for the tavr was a 14f sheath. The tavr was completed without issue. After the manta was deployed, there was pulsatile flow from the access site. The lock advancement tube was advanced one additional time without improvement. Manual pressure was applied, and an angiogram was taken revealing an occlusion at the site of the manta deployment. The patient's artery was ballooned using a 7.0 x 40.0 balloon and an 8.0 x 5.0 stent was placed resulting in good blood flow. The patient's condition was reported as "fine."